Manufacturer narrative:
Thirteen samples of 3ml luer-lok syringes with 20x1-1/2" needles attached lot 1022131 were received and evaluated. Twelve of the samples received were in sealed packages and one was loose with no needle attached. All samples were missing all scale markings. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 1022131 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Materials #: 309579 batch #: 1022131. It was reported by the customer that they have roughly 13 syringes without any markings. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that they have roughly 13 syringes without any markings. The customer does have unused samples they can return for investigation if needed. Customer would like replacements. Product number: 309579; lot number: 1022131.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok has a scale marking issue. The following information was provided by the initial reporter: customer states that they have roughly 13 syringes without any markings. The customer does have unused samples they can return for investigation if needed. Customer would like replacements. Product number: 309579; lot number: 1022131. Additional information provided on 03/06/2024: 1. Date this was discovered and product isolated: either 3/2/24 or 3/3/24 (over the weekend). 2. No direct impact to patient as product was quickly isolated and not used . 3. No adverse event or serious injury reported. 4. For address, please use the following: (B)(6)